Event description:
Procedure type: bowel resection. According to the reporter, the device made a large crunching sound then the upper donuts were shredded on both sides. Surgeon converted to an open procedure due to the shredded tissue. A second device was used to repair and complete the open procedure. The surgery time was extended due to this incident.